Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information was received which indicated there was no patient contact with the reported intraocular lens (iol) and there was no issue with the iol. As result of this information, this complaint is no longer considered a reportable event. (B)(4). Device available for evaluation; returned to manufacturer on: 09/03/2019. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection was performed with the following observations: some particles, viscoelastic residues were present in lens body (surface) due to the lens preparation process. There was no issue with the lens reported. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional investigation requests have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zcb00 intraocular lens (iol) was opened and not implanted. There was a vitrectomy performed due to a capsular tear. There were no sutures. Requests for additional information have not been returned. No additional information has been provided.